Event description:
The customer reported that the unit has a cracked front casing, and rear casing looks weathered. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover bottom front corners cracked, rear case bottom front corners cracked, left iui contaminated. Calibrated. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 14oct2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to damaged/cracked front case syringe. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. 1604765 for rear case damage. Ca-2018-0161 for iui damages.

Manufacturer narrative:
The affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the unit has a cracked front casing, and rear casing looks weathered. There was no patient involvement.